Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer declined to provide the amount of insulin that the cartridge had been filled with. The customer loaded a new cartridge and received an accurate fill estimate. Additionally, the customer reported receiving multiple, occlusion alarms. Reportedly, the customer changed the infusion site multiple times to address the alarms. Tandem technical support was unable to perform troubleshooting as the call was ended by the customer, and declined further follow-up. The customer's blood glucose level was 152 mg/dl.